Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture. A chest x-ray was performed which showed possible movement of the lead. Slight artifact was also noted on the presenting electrogram (egm). In office threshold measurements were acceptable. Continued monitoring and increased outputs were recommended. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture. A chest x-ray was performed which showed possible movement of the lead. Slight artifact was also noted on the presenting electrogram (egm). In office threshold measurements were acceptable. Continued monitoring and increased outputs were recommended. No adverse patient effects were reported.